Event description:
It was reported that, "patient's humeral head was dislocating, took head out and left it as just a stem."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Post-op reports and x-rays are not available. If additional information becomes available, it will be submitted in a supplemental report.